Event description:
It was reported that the customer did not always respond to correction boluses. The customer stated that this had occurred once or twice, and on one occasion in which he needed to treat with a manual injection. He stated that he had not noticed bent cannulas or air bubbles in the tubing. He declined troubleshooting for the issue due to not having any time. He was advised to call in the event of any problems with insulin absorption in the future. He declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.